Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe had a safety shield failure. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: faulty prefilled syringe difficult to control, hurts more than normal. Cosentyx 150 mg. Plunger stiff, non-responsive, irregular injection of drug into muscle, difficult for arthritic hands but I had to inject because cosentyx is my arthritis drug (ankylosing spondylitis). Protective sheath to encase sharp at end of injection did not deploy.

Manufacturer narrative:
Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. It should be noted that tests performed by bd tatabánya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
Date of event: unknown. PMA / 510(k) #: k011369, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe had a safety shield failure. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: faulty prefilled syringe difficult to control, hurts more than normal. Cosentyx 150 mg. Plunger stiff, non-responsive, irregular injection of drug into muscle, difficult for arthritic hands but I had to inject because cosentyx is my arthritis drug (ankylosing spondylitis). Protective sheath to encase sharp at end of injection did not deploy.